Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer does not recall blood glucose at the time of event. She was wearing the device in her bra and device was exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify button keypad alarm anomaly due to blank display.